Event description:
It was reported that when using the bd pyxis¿ es server when returning the pain cocktail, the system allowed a return to the fridge but also prompted a return to the internal bin. The server configuration was set to return to stock, so it was unclear why both actions were required. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: medical device catalog, unique identifier (UDI), medical device serial, medical device model d4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked the report, confirmed that the activity was being recorded correctly, and determined that the software was behaving as designed and there were no issues. The tss explained the scenarios regarding why users might see return to bin and/or return to stock options. The tss relayed the feature and functionality details to the customer for reference. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server when returning the pain cocktail, the system allowed a return to the fridge but also prompted a return to the internal bin. The server configuration was set to return to stock, so it was unclear why both actions were required. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.